Event description:
It was reported that the pt underwent posterior occipital cervical fusion from oc to c5. Approx one month post-op, the pt underwent emergency I&d (refer to MFR report 1030489201000036). After exposure of hardware during I&d, the surgeon discovered the set screw on the right side of the occipital plate had popped off the screwhead. The surgeon reported the set screw popped off the screw head possibly intraoperatively during I&d. Reportedly, imaging films did not show that the set screw had backed out. The set screw was replaced and tightened. The rod was well seated in the screwhead. No additional set screws or implants were loose. The plate was not replaced. The surgeon closed the pt with no additional complications.

Manufacturer narrative:
(B) (4): imaging films were not provided. The set screw was discarded at the hospital. With the available info, a cause or contributing factor cannot be identified.